Manufacturer narrative:
Unit received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Unit received with missing segments due to open lcd zebra connector.

Event description:
It was reported that the customer's insulin pump had a piece missing by the reservoir compartment and screen pixels are missing. Customer's blood glucose level at the time 353mg/dl. Advised to discontinue use of the insulin pump. No add'l info was provided.